Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse contacted the customer via telephone to address the reported event. The customer stated that the filter housing was exchanged because it had been leaking and that the exchange was made without removing the top nut off of the peek tubing. Fse sent the customer a replacement tube for the line filter and instructed the customer to call back with the status after attempting removal. The next day, the customer called back to notify fse that they had been able to successfully unscrew the plastic peek tubing nut on top of the prefilter housing. Inspection of the threads did not reveal any damage and the customer was able to screw the tubing back on correctly. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 08apr2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode training manual version 1.8, section 6- filter replacement states the following: replacing the filter: replace the filter after 400 injections or when the pressure is more than what is indicated on the column inspection report + 4 mpa. 1. Verify analyzer is in stand-by mode. If it is not press the stop key and wait until stand-by appears on the main screen. 2. Open front door of the analyzer. A. Unscrew fitting and disconnect top tubing from filter holder assembly. B. Remove the top of the filter holder assembly by turning it counterclockwise. If salt crystals are present in the holder, rinse with deionized water to clean. C. Lightly press the top of the holder to remove the old filter element. D. Discard old filter. E. Install new filter (gray color in/white out). F. Firmly hand tighten top of filter holder assembly. G. Push outlet tubing until it extends ¼ inch past the end of the top fitting. H. Insert outlet tubing into filter holder assembly and screw fitting finger tight. 3. From the second page of the main screen, press pump key to pump fluid. 4. Check for leaks around the filter holder assembly. If a leak is detected, turn the pump off before attempting to tighten. 5. Verify that the pressure stabilizes. The target pressure is within a range less than the column pressure which is indicated on the column inspection report +4 mpa. 6. Press pump key to stop the pump. 7. Close front door of the analyzer. 8. Press mainte, reagent change, and then filter reset keys to reset the filter count. Press ok when the pop-up screen appears. The most probable cause of the reported event was due to operator error.

Event description:
It was reported that the filter housing tube connection for the g8 analyzer became stuck after receiving periodic maintenance (pm). The customer stated that they were unable to turn the connector to detach the tubing going into the filter housing. The customer attempted to loosen the filter housing tube by hand, but did not want to damage it. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.